Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be asr reportable. The returned device was evaluated and the event was determined not to be a balloon rupture, therefore, it is reportable. Eval: the iab, teflon sheath, driveline, clamp and arterial pressure setup were returned for eval. There was blood on the exterior and interior of the iab, with a large number of blood clots in the distal 5cm of bladder. The iab was returned with the catheter bent in half and the central lumen was broken and protruding from the catheter 5.5cm above the bifurcate. The driveline was connected to the iab at the lock connector and was full of blood up to a clamp that was on the driveline 8cm from the blue 40cc connector end. The teflon sheath was on the catheter 17.3 cm from the proximal end of the bladder. The repositioning sleeve was cut away from the catheter for further investigation; 4.5cm of the central lumen was protruding from the catheter. Both ends of the central lumen were pinched and the catheter was kinked in this location. The catheter appeared to be stretched 3mm. An in-house .025" spring wire guide (swg) was fed through the tip of the central lumen and moved with ease until it reached the distal end of the broken central lumen. The swg was fed through the luer end of the central lumen, but would not pass the broken end 5mm above the bifurcate. The fiberoptix senser (fos) connector and cal key were attached to the fos cable, which was attached to the iab. The fos was light level tested and failed with an indication of broken fiber. The cal key was tested with a good sensor and passed. The fos fiber was broken at the same location as the central lumen and was coiled inside the bladder. The reported complaint was confirmed. The central lumen was broken due to pt leg movement causing the iab to be bent at an acute angle.

Event description:
It was reported that on may 3rd, the intra-aortic balloon (iab) was inserted via the right femoral artery. The iab was placed under fluoroscopy and found to be in good position. On may 5th, the cardiologist wanted to wean the pt and remove the iab. The pump alarmed with a "helium leak" and the rn found that there was blood in the tubing. As a result, the iab tubing was clamped, the pump was stopped, and the iab was removed without any further complications or injury to the pt.